Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was performed and found occlusion coming from the cartridge. There was no impact to customer's blood glucose level.